Event description:
Customer reports a seven-day infusor containing saline and "homoharingtomine" at 4.5g/day for 7 days filled to a total volume of 90ml, overinfused over 40 hours instead of an anticipated 7 days. The infusor was attached to the pt at home in 2000. The pt "came back" the morning of day two. During previous day, the pt, "had hypotension, felt pain." The pt was hospitalized, was rehydrated at the hospital and left the hospital one week later. Report states pt blood analysis revealed increase in creatinine and transaminase rate, anemia, and lysis syndrome. Report states, "the doctor will wait for 15 days, the end of the treatment to know the real impact of this overinfusion."